Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer's mother reported the buttons on the insulin pump were unresponsive. Customer's blood glucose was reported at 220 mg/dl. Customer's mother does not recall any significant events that could have caused the device to alarm. She was advised that customer has to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.